Event description:
The complainant has reported that a pt (age and gender unknown) underwent a flexible ureteroscopy and laser stone disintergration in 2004. The stone cone retrieval coil was utilized for that procedure. There is no further information regarding this procedure. In 2005, a fragment of the stone cone was viewed on x-ray. The distal wire tip from the stone cone was removed from the patient's ureter during an unrelated laser stone disintergration in 2005. The patient condition was reported as good. There is no further information currently available regarding this event.